Event description:
The customer reported, a patient presented with endophthalmitis following phacoemulsification. This patient required a vitrectomy, was treated with antibiotics and recover vision. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available.